Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) was drifting on the blood parameter monitor (bpm). This was observed in the last two cases since they received it back from repair. The device was not changed out, as they finished case without the parameter. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: manufacturer clinical services (cs) spoke to the perfusionist (ccp) in regards to their reports of k+ drift. This monitor had been at the manufacturer earlier in 2016 due to issues with k+ drift. Blood loop testing and other investigational tests were performed at the manufacturer and the issue could not be duplicated. The monitor was returned in (B)(6) 2016. Since return to the hospital, (B)(6) has again experienced k+ drift. According to the ccp, they experienced k+ drift during a procedure on (B)(6) -2016. The bpm unit, as always, was gas calibrated with the 540 calibrator prior to use. The cpb circuit was primed with 1500 milliliter (ml) normosol with the addition of 50 milliequivalent (meq) of sodium bicarbonate (nahco3). The ccp stated they do not expose the calibrated shunt sensor to the prime (isolated via stopcock) and this has been their practice for years. On the initiation of cpb, the patient was allowed to drift to a temperature of about 34 degrees celsius. Cardioplegia (cpg) was administered and the initial in-vivo calibration was performed about six to seven minutes after the cpg dose was completed. On the first in-vivo (at 8:36 am), the k+ was stored with a dashes (- - -) displayed on the bpm unit. The laboratory measured k+ was 5.0 millimoles per liter (mmol/l) and the bpm unit was adjusted to 5.0. Immediately after adjustment and return to the main screen, the bpm unit displayed a k+ of 4 mmol/l. According to the ccp, the bpm unit k+ value rose quite quickly over the next minutes to > 6.0. A second in-vivo calibration was performed at 9:09 am and the stored the bpm unit k+ values was 6.1 mmol/l. The actual laboratory measured value was 5.0 mmol/l and the bpm unit was adjusted to 5.0 and returned to the main screen. Immediately after adjustment, the bpm quickly jumped to 6.8 mmol/l. The next in-vivo calibration was performed at 10:08 am with a stored k+ value of 6.8. The actual laboratory measured value was 5.2 mmol/l and the bpm unit was adjusted to 5.2. Immediately, the bpm unit k+ measure quickly dropped to 4.6 and drifted down to 3.9 mmol/l. The last in-vivo was completed at 10:51 am with a stored bpm unit value of 3.8 and the laboratory measured value was 4.6 mmol/l. According to the ccp, all other bpm unit measures closely tracked the laboratory analyzed values. The ccp stated, the bpm unit was not used for patient management and she detected early on the values were not accurate and not reflective of actual patient measures. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. The lead perfusionist noted that he did not personally observe the drift and wanted to hold on the unit to confirm the existence of drift but they ran out of shunt sensors. The lead perfusionist later reported that they had six cases with the new shunt sensors and had only one case with potassium (k+) drift, the other five cases were within range. They will continue to monitor the issue. No parts are being returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.